Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded and there was blood in the balloon, hub and inflation lumen. The balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically inspected. Inspection revealed shaft damage (stretched and expanded) resulting in a burst that was 11mm in length and 25mm from the tip. The distal end of the balloon was also found to have become bunched over the distal end/tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the complaint device was inflated to 22 atmosphere which is above the rated burst pressure. The nc quantum apex dfu states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09371,2134265-2016-09373 and 2134265-2016-09374. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After rotational atherectomy was performed, a 3.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced. Upon the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and exchange with a 20mm x 3.50mm nc quantum apex¿ balloon catheter. However during the first inflation at 22 atmospheres, the balloon ruptured. The device was exchanged with a 20mm x 4.50mm nc quantum apex¿ balloon catheter however; the same issue occurred as the balloon ruptured during the first inflation at 22 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-09371,2134265-2016-09373 and 2134265-2016-09374. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After rotational atherectomy was performed, a 3.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced. Upon the first inflation at 22 atmospheres, the balloon ruptured. The device was removed and exchange with a 20mm x 3.50mm nc quantum apex¿ balloon catheter. However during the first inflation at 22 atmospheres, the balloon ruptured. The device was exchanged with a 20mm x 4.50mm nc quantum apex¿ balloon catheter however; the same issue occurred as the balloon ruptured during the first inflation at 22 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.